Event description:
Samples were received for evaluation without the customer reporting an issue for this product. Several requests for additional information from the the customer was unsuccessful. Upon sample analysis on (B)(6) 2019 the product was found to be linting.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 18j093762 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the device history record and the sterilization documents undergo further review prior to release. One (1) sample was received for evaluation. The sample was visually investigated and the reported issue was confirmed on the sample. Linting is a failure of the tentering process, which occurs prior to the conversion and packaging process. During the slitting of the gauze into slit widths, the pinking blades may create short fibers that the vacuum system picks up. If the vacuum is not set strong enough then the fibers may not be picked up. Employees involved with the process to produce this product have been made aware of the reported event and to be on alert for this type of issue. Additionally, the samples were routed to the production floor for review with staff and to reiterate how quality impacts our customers. The reported customer complaint is confirmed. The root cause was determined to be a failure of the tentering process. This complaint will be used for tracking and trending purposes.